Event description:
Clinical study. Same patient as 6000089-2006-00737. It was reported that 187 days after the initial procedure, the pt required a target vessel reintervention (tvr). Target lesion 1 5 mm long was identified in the proximal circumflex (prox cx) with 80% stenosis and a 2.5 mm reference vessel diameter. The physician treated the lesion with direct placement of a 2.5 x 20 mm taxus express2 8.8% drug eluting stent. Residual stenosis was 0% following post-dilation. Target lesion 2 3 mm long was identified in the left main coronary artery (lmca) with 50% stenosis and a 3.5 mm reference vessel diameter. The physician treated the lesion with angioplasty, then placement of a 3.5 x 12 mm taxus express2 8.8% drug eluting stent. Residual stenosis was 0% following post-dilation. The patient was discharged the next day on aspirin and plavix. One hundred sixty seven days after the initial procedure, the patient underwent a thallium stress test to evaluate complaints of chest discomfort. The exercise portion revealed up to 1 mm of inferolateral st depression; rare premature ventricular contractions (pvcs) at rest, and increased ventricular ectopy, including bigeminal pvcs and ventricular couplets at peak exercise and in recovery. The thallium portion revealed a fixed anterior defect consistent with a myocardial scar; mild anterior hypokinesis; no reversible defects; and lvef 62%. One hundred eighty seven days after the initial procedure, the pt underwent a cardiac catheterization to evaluate the abnormal stress test findings. Coronary angiography at that time revealed lmca 25% stenosis, lad proximal stent patent; 75% mid stenosis, lcx 80% ostial stenosis; 75% mid stenosis; no mention of previously placed stent, ramus "tight" proximal stenosis, rca "super dominant" vessel; <25% stenosis, lvef 60%. The patient underwent pci of the lmca, lad, and lcx. The proximal lcx was treated with angioplasty, then placement of a 2.75 x 12 mm taxus express2 otw stent. The mid lcx was treated with angioplasty, then placement of two 2.5 x 8 mm taxus express2 otw stents. All stents sites had 0% residual stenosis following post-dilation. The ostium of the circumflex, the distal lmca, and the lad were all treated with poba. The final percent residual stenosis for these areas was not noted. The patient was discharged the next day on aspirin and plavix. In the opinion of the physician the relationship of the tvr to the taxus stent is unknown.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.